Manufacturer narrative:
(B)(4).

Event description:
Customer states during a laparoscopic left hemicolectomy the balloon ruptured. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was unable to be inflated and the locking collar was unable to function due to the break. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.